Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe was returned for evaluation. A non-edwards contamination shield was attached to the catheter tube between 20 to 90 cm. White tape was attached around the proximal connector. Clotted blood was observed from the catheter. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. No visible damage was observed from the catheter body, balloon, windings, or returned syringe. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 minutes without leakage. Balloon inflation test was performed using returned syringe with 1.3 cc air by holding the balloon under water. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of pacing issue could not be confirmed during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. Swan-ganz bipolar pacing catheters serve as diagnostic and therapeutic tools in the management of critically ill patients. All invasive procedures inherently involve some patient risks. The physician is advised before deciding to use the catheter to consider and weigh the potential benefits and risks associated with the use of the catheter against alternative procedures. The general risks and complications associated with indwelling catheters are described in the literature. Cases of myocardial perforation associated with the use of temporary trans-venous pacing catheters have been reported. Careful repositioning and withdrawal of the catheter under fluoroscopic control is recommended. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the swan ganz catheter was unable to pace after placement on the first day of use. The catheter was able to pace when the customer rotated the proximal electrode connector. The catheter was replaced and the problem was solved. It is unknown if the patient had cardiac conduction defect or what kind of surgery/examination the catheter was used. Patient demographic information requested but unavailable. There were no patient complications reported.